Event description:
A customer reported that an ophthalmic console turned off itself twice during a cataract surgery. The surgery was completed on the same day without patient impact.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event in the system event log. However, the company service representative was unable to replicate the issue while on-site. The system message (sm) [host ¿ lost ac power] was observed in the event log three times. The customer had made sure that the ac power cable was properly connected. To resolve the issue, the nonconforming power distribution printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to the nonconforming power distribution printed circuit board (pcb). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).